Event description:
It was reported that this device exhibited noise artifact which was present due to electromagnetic interference (emi) from a procedure this patient underwent during that time. The noise was being oversensed. No out of range measurements were observed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.